Manufacturer narrative:
Qn# (B)(4). The customer returned one 880-34kit for investigation. Upon receiving the circuit, it was visually examined for any signs of misuse/abuse/damage. No tube melting or charring was detected. No other obvious defects or anomalies were noted. After functional testing a leak in the reservoir cup on the blue inspiratory limb was found to be caused by damage to the suction valve. Visual inspection of the valve confirmed it was damaged. There was observed to be a tear in the horizontal membrane of the valve. The entire circuit was hooked to a leak tester and leak tested per iso standard 5367:2000, annex "d", which states that at a constant air pressure of 60 +- 3 cmh2o, the leak rate shall not exceed 30 ml/min. The leak was so profuse, a quantitative leakage value could not be recorded. The circuit leaked water from the suction valve on the iso-gard reservoir drain on the blue inspiratory limb. It appears that one of the valves on the suction port was damaged causing the leak. It is unknown what caused this damage, the sample is being sent to the supplier for further investigation. The IFU for this 880-34kit states "install suction line with blue connector (suction wand) onto the suction canister. Set suction or vacuum to 120-140mmhg. To remove condensate, hold drain and vertically insert suction probe into drain suction port." The reported complaint of a leaking circuit was confirmed based upon the sample received. The returned circuit was confirmed to leak from the suction valve on the iso-gard reservoir drain on the blue inspiratory limb. Visual inspection of the suction valve revealed that there was a tear in the horizontal membrane of the valve. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. All heated wire breathing circuits are inspected 100% before leaving the manufacturing facility so it is unlikely that this defect was present at that time. The root cause of this investigation is unknown. The sample is being sent to the supplier for further investigation.

Event description:
It was reported "inspiratory drain cup leaking. They do not know how low this circuit was on the patient". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "inspiratory drain cup leaking. They do not know how low this circuit was on the patient". No patient harm or injury reported. Patient condition reported as "fine".